Manufacturer narrative:
Permobil was sued as one of four defendants in a lawsuit where it was alleged, among other things, that the permobil m1 caster wheel became stuck between in the flangeway of a railroad track as the user attempted to cross over the railroad tracks. The user claims the caster wheel fell into the flangeway and the wheelchair became stuck, leaving the device unable to move off the tracks. The user claims to have exited the wheelchair and laid on the railroad tracks. Reports indicate that an amtrak passenger train struck the device and the user resulting in serious injuries. This event occurred over two years ago. Review of the client files indicate no report of this incident was received in or around the time of the event. Currently, permobil has not been able to perform an inspection and has not yet confirmed the exact location of the wheelchair. At this time, permobil cannot reach a determination as to possible root cause(s) that may have caused or contributed to this event. Upon receipt of any new information, a follow-up report will be submitted. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Permobil legal counsel received petition claiming while the end-user was attempting to cross some railroad tracks, the caster wheel reportedly fell between the tracks, getting stuck, leaving the end-user unable to move the device where they were reported to have been struck by an oncoming train resulting in serious injuries to the end-user. Injuries reported having been sustained are retroperitoneal hematoma, pelvic and spinal fractures, and unsalvageable injuries to his legs resulting in amputation.